Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pains coincident with peritoneal dialysis (pd) therapy. The peritoneal fluid was not found to be cloudy. On an unreported date in the same month as the onset, the patient was hospitalized and began treatment with unknown antibiotics (every 3 days for a week, twice total, intraperitoneally (ip)) for peritonitis. The cause of the peritonitis was unknown. On an unreported date the same month as the onset, the patient recovered from the peritonitis and was discharged from the hospital. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). On an unreported date in early (B)(4) 2013, the patient experienced peritonitis. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot number 13d10h25 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.